Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure exceeded alarm occurred at the start of a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed due to the amount of air in the line, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarm to problems with the patient's vascular access not related to the device. The reported blood loss is attributed to the operator not performing rinseback due to air in the line as a result of outgassing caused by inadequate vascular flow. The cycler alarmed appropriately to the inadequate vascular flow. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided. This report and the information contained herein is submitted to the food & drug administration and represents the information available to the company at the time of the report. The report does not constitute an acknowledgement that the events herein occurred, the information is accurate in any respect, the company was negligent or responsible for wrongdoing, and it does not constitute an admission that the device is defective, or that the device malfunctioned or otherwise failed to perform in any manner, or that the device caused or contributed to an injury or death.